Event description:
Paramedics connected the device to a person complaining of chest pain. The device allegedly displayed a leads off message and use of the device was inhibited. The pt was transported to a nearby hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.